Event description:
The surgeon implanted a silicone lens. The lens tore during insertion. The incision was enlarged to remove the lens. No pt injury. The pt's best-corrected visual acuity prior to surgery was 20/40, and the uncorrected visual acuity post-op is 20/20 -2. The pt will continue with routine post-op follow up.